Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/11/2015 with the following findings: a review of the pump¿s black box showed a loss of prime warning (cs162) with low non-zero force. During testing, the pump successfully completed the 24 hour duration test with no loss of prime warnings occurring. The force sensor calibration was found to be within required specification. The pump case was removed and the force sensor pins were found to be properly seated and the solder connections intact. There was no evidence of damage to the force sensor traces. The loss of prime issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a loss of prime issue. Customer technical support made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.